Event description:
Revision of knee components due to tibial loosening. This event was reported through clinical data collection.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. Additionally, the device specific identification info was not provided, precluding a review of the device history record.